Manufacturer narrative:
Follow-up received on 25-feb-2015: information received from consumer via social media stated that her weight had been bouncing around a bunch. Some of it was water retention; some of it was too much fast food. She just wanted to get back to her pre-surgeries weight. She constantly felt bloated. In addition, consumer reported that she finally had her first period since the whole essure fiasco back in september and stated that, maybe, she finally will get on some regular track and get rid of this feeling and informed that less fast food would also help. Company causality comment: this solicited case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She went to have essure done and had a reaction to lidocaine. Later, it was informed the consumer underwent tubal surgery and breast surgery. The first event was interpreted as device insertion complication (listed according to essure reference safety information) and hypersensitivity to lidocaine (unlisted); it was considered serious due to hospitalization. The breast and tubal surgery are also serious due to medical importance. The tubal surgery is listed in the reference safety information for essure, while the breast surgery is unlisted. Hypersensitivity to lidocaine is not related directly to essure, however as this reaction occurred as complication of device insertion, this event is regarded as related to essure. Regarding the tubal surgery, the exact reason and nature of this surgical intervention was not informed, however; considering the essure's local action in fallopian tubes, causality between this procedure and essure use cannot be excluded. On the other hand, for the same reason, causality between breast surgery and essure use is very unlikely. Since hospitalization and surgical intervention have been occurred, the case is regarded as incident. Additionally non-serious events were reported. According to product technical complaint investigation results, the technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a solicited case report received from a consumer in united states on (B)(6) 2014 which refers to herself who was involved in an active online listening, study number: (B)(4).study description: essure® generic active online listening. Consumer reported via social media that she went to have the essure done for birth control and had a reaction to the lidocaine. She was hospitalized and was feeling really loopy. She reported that the started getting dizzy and everyone sounded funny. She stated that she couldn't understand what people were saying for a bit and that she had moments of clarity and moments where she could not find the right words. She reported that was being monitored. Follow up information from (B)(6) 2014: ptc (product technical complaint) result was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in (B)(4), design fmea for ess305. Medical assessment: this ptc was initiated due to a usability issue. No related adverse event were reported. A hypersensitivity type of event was reported but was considered unrelated to the product at this point in time. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post market surveillance monitoring. Company causality comment: this solicited case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She went to have essure done and had a reaction to lidocaine. This case is not medically confirmed. This event was interpreted as device insertion complication (listed according to essure reference safety information) and hypersensitivity to lidocaine (unlisted); it was considered serious due to hospitalization. Hypersensitivity to lidocaine is not related directly to essure, however as this reaction occurred as complication of device insertion, this case is regarded as related and incident due to hospitalization. According to product technical complaint investigation results, the technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Follow-up information received on (B)(6)-2015: patient stated that lost all the weight she gained after surgery (she has 1.6 to go to her goal though). She was getting back into the groove of being active after having a crazy last quarter of 2014 (failed essure, starting anxiety meds, coming off hormonal birth control, tubal surgery, breast surgery all in 3 months). She was not napping anymore and was getting back to previous activity levels. No further information provided. Company causality comment: this solicited case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She went to have essure done and had a reaction to lidocaine. Later, it was informed the consumer underwent tubal surgery and breast surgery. The first event was interpreted as device insertion complication (listed according to essure reference safety information) and hypersensitivity to lidocaine (unlisted); it was considered serious due to hospitalization. The breast and tubal surgery are also serious due to medical importance. The tubal surgery is listed in the reference safety information for essure, while the breast surgery is unlisted. Hypersensitivity to lidocaine is not related directly to essure, however as this reaction occurred as complication of device insertion, this event is regarded as related to essure. Regarding the tubal surgery, the exact reason and nature of this surgical intervention was not informed, however; considering the essure's local action in fallopian tubes, causality between this procedure and essure use cannot be excluded. On the other hand, for the same reason, causality between breast surgery and essure use is very unlikely. Since hospitalization and surgical intervention have been occurred, the case is regarded as incident. Additionally non-serious events were reported. According to product technical complaint investigation results, the technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.